Manufacturer narrative:
Concomitant medical products- tibia cemented 5 degree stemmed left size c catalog#: 42532006401 lot#: 63365514, stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 63376521, articular surface fixed bearing posterior stabilized (ps) left 20 mm height catalog#: 42511400420 lot#: 63003580, femur cemented posterior stabilized (ps) narrow left size 5 catalog#:42500005801 lot#: 62305208, inset all poly patella cemented 26 mm diameter catalog#: 42540000026 lot#: 62803701. Complaint sample and x rays were evaluated and the reported event was confirmed. The patella, liner, and femoral contact surfaces exhibit signs of wear and scratching. The stem and extension were bound together due to excessive bone cement. Review of x-rays concluded: "loosening of the tibial component. Varus alignment of the tibial component may be due to surgical placement versus possible migration/subsidence since implantation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04664, 0001822565-2016-04666.

Manufacturer narrative:
(B)(4). Medical product: persona stemmed 5-degree tibia, cat#: 42532006401 lot#: 63365514. Persona tapered cemented stem extension, cat#: 42557000114 lot#: 63376521. Articular surface posterior stabilized fixed bearing , cat# 42511400420 lot#: 63003580. Persona femoral component, cat#: unknown lot#: unknown, unknown patella, cat#: unknown lot#: unknown, customer has indicated that the product will not be returned to zimmer biomet for investigation, as product is likely discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04664, 0001822565-2016-04666, 0001822565-2017-06288.

Event description:
It was reported that the patient was revised to address tibial loosening. Attempts have been made and no further information has been provided.